Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the binaxnow covid-19 ag self test performed on an unknown date. No confirmatory test result was provided. The customer mentioned being sick for 3.2 days with unknown symptoms and took paxlovid. No information regarding outcome was provided.

Manufacturer narrative:
B3 - date of event: the date of event is an estimation as the actual event date could not be obtained. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 869105c with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/lot 869105c and device part number 195-430wjr/lot 869105. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could possibly be related to self-test user performance or the specific patient sample.

Event description:
The customer reported a false negative result with the binaxnow covid-19 ag self test performed on an unknown date. No confirmatory test result was provided. The customer mentioned being sick for 3.2 days with unknown symptoms and took paxlovid. No information regarding outcome was provided.